Event description:
The pt experienced pain at her implantable neurostimulator (ins) site that radiated down her hip and buttocks to her knee on her left side. She reported acute pain and tenderness to the touch as well as difficulty walking. The pt did not report a fever. The pt visited her health care professional (hcp) on (B)(6) 2011 for a kidney ultrasound and had no pain at that time. A MFR's rep reprogrammed the ins on (B)(6) 2011 and the pt noticed the pain shortly after this reprogramming. It was noted that her stimulation "was changing settings" and was not working well. The pt turned her stimulation all the way down and turned her ins off but still felt stimulation. The pt reported she had a burr on her hip but did not believe this was causing her pain. The pt visited her hcp again on (B)(6) 2011. Her device had been turned off for 12 days but a nurse asked her to turn it on. The pt had voided before her appointment and had to void again after stimulation was turned on and set to 0.7 v. A urine sample was taken and the pt reported she voided "a lot." The hcp then catheterized her and got 120 cc of urine. The hcp determined that her bladder was not emptying. The pt was still in "miserable pain" and having difficulty walking. She intended to f/u with her hcp following an ultrasound scheduled for (B)(6) 2011. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).